Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged, confirmed with fluoroscopy. The lead was explanted and a new lv lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment was returned, severed 55cm from the terminal pin. There were no issues found with the returned segment. Laboratory testing was unable to reproduce the reported clinical observation and detailed analysis as the tip section of the lead was not returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.